Manufacturer narrative:
(B)(4) - sensor wires, frayed. Evaluation: results: evaluation of the returned product shows when tested with new batteries, the alarm did not power on. The rj-11 receptacle pins are bent downward when compared to the model test standard. The alarm does power on with a power supply, but there's a continuous alarm tone with the sensor. Manufacturer references file # (B)(4).

Event description:
Customer claims the alarm has power and that some of the sensor outlet wires appear frayed. There was no patient contact or incident reported.